Manufacturer narrative:
Per customer call, the lift will go up and not down. Per their technician he switched this out with a pendant from another lift, same model number and this did resolve the issue, and the lift started to work normal again. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per customer call, the lift will go up and not down. Per their technician he switched this out with a pendant from another lift, same model number and this did resolve the issue, and the lift started to work normal again.